Event description:
Customer's called lfs in 2002 alleging that patient's meter was reading inaccurately low. Patient reported having symptoms of frequent urination, vomiting and breathing hard. Patient had not been feeling very well for a couple of days and was taken to the hospital because patient seemed to be in a comatose state. When brought to the hospital, patient had a lab blood glucose level of "942 mg/dl". Patient was admitted and placed in ICU for hyperglycemia. Spoke with customer 2 days later and patient explained that they had started using the meter for only a couple of weeks. In 2002 at 6:00 am patient had a bg of "121 mg/dl", at 8:30 am "91 mg/dl" and then "92 mg/dl" (unknown time). Patient had been vomiting and feeling like they had "bad nerves". Patient had taken their regular prescribed medication that morning. At around 9:30 or 10:00 am another family member had taken patient to the physician, where patient was referred to the hospital for a lab test. The lab test result was "942 mg/dl". Patient was admitted and treated with insulin. Their insulin regimen was changed, however patient could not provide their pre-incident regimen. Patient was released 2 days later. Patient did explain that the calibration code was set incorrectly and patient had hardly ever run quality control. Ccr replaced patient's meter and control solution.